Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During the preparation of the steerable guide catheter (sgc), the sticker on the silicone pad broke into pieces. During the preparation of the nt clip, with slow advancing and retracting motion, all of the air was flushed out and the dc handle was secured. While torquing and translating the dc handle, several trains of bubbles moved through the steerable sleeve. It was also noted that when the dc handle is retracted, the flow in the drip chamber of the pressure IV bag stopped flowing and bubbles flowed backwards into the IV bag. Air bubbles were able to be resolved and the clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During the preparation of the steerable guide catheter (sgc), the sticker on the silicone pad broke into pieces. During the preparation of the nt clip, with slow advancing and retracting motion, all of the air was flushed out and the dc handle was secured. While torquing and translating the dc handle, several trains of bubbles moved through the steerable sleeve. It was also noted that when the dc handle is retracted, the flow in the drip chamber of the pressure IV bag stopped flowing and bubbles flowed backwards into the IV bag. Air bubbles were able to be resolved and the clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.